Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard left lateral bearing, cat#: 195814 lot#: 226150. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09894, 0001825034-2017-09895.

Event description:
It was reported that the patient was revised to address instability. The removed products showed "pitching". Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Both returned products showed signs of pitching and gouging on the articulating surfaces. Visually and dimensionally verified the device to be the correct size. Gages specified could not be used due to the extent of damage. Unable to confirm allegation of instability. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required a definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.